Event description:
Customer states that on (B)(6) 2015 she got the following avvia system readings. 6:52am= 331 mg/dl 6:54am= 174 mg/dl 6:56am= 160 mg/dl 6:58am= 141 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.